Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. Visual inspection noted a crack in the 4-way large bore 2 gang stopcock. Functional, clear passage, and pressure testing were performed, with the sample failing the pressure and functional testing due to the crack in the stopcock. A leak was observed when the set was hooked up to a pressure gauge at 8 psi and submerged under water. The leak was again observed when the set was primed with fluid. The cause of the problem is unknown. A CAPA has been opened to further investigate this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
During product evaluation it was discovered that a clearlink system continu-flo stopcock extension set had a crack in the four-way large bore two gang stopcock. A leak was observed to be coming from the crack. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number ur13j17058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The evaluation is in progress, upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.